Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158".

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2025 with diabetic ketoacidosis (dka) and dehydration. The patient's blood glucose (bg) levels above 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that his bgs were initially high due to a communication issue between the pod and continuous glucose monitor (cgm). The patient reported having a follow up with his doctor due to this issue, and when his doctor observed his condition, they called an ambulance. The patient was then transported to the hospital. While in the ambulance, the patient was given a shot for nausea, along with a treatment of intravenous (IV) fluid. The patient was admitted into the hospital and was administered 9 to 10 more IV bags and an unspecified amount of insulin. Symptoms reported include nausea and vomiting. The patient was released the following day on (B)(6) 2025.